Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was alarming for low inspiratory pressure, low minute ventilation and ventilator's airflow was low. The patient's blood oxygen saturation decreased and the patient needed to be placed on different ventilator. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed, the sponge of the inlet air path assembly was observed to have lifted up and blocked the blower inspiratory port. The device's air inlet path assembly needs to be replaced to address the issue. After receiving further information from the patient, it is determined that the initial report should have been filed as product problem only. Section adverse event/product problem in box b has been updated/corrected in this report.

Event description:
The manufacturer received information alleging a ventilator was alarming for low inspiratory pressure, low minute ventilation and ventilator's airflow was low. The patient's blood oxygen saturation decreased and the patient needed to be placed on different ventilator. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed, the sponge of the inlet air path assembly was observed to have lifted up and blocked the blower inspiratory port. The device's air inlet path assembly needs to be replaced to address the issue.